Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. . If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Pericardial effusion was present before the procedure. Post-ablation phase, the physician noticed by intracardiac echocardiography (ice) that the effusion grew in size during the ablations. The procedure was completed. Pericardiocentesis was performed to remove an unknown amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required as a result of the adverse event. Physician¿s causality opinion was not provided. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. Recommended flow settings were used throughout the procedure; 8ml in low flow and 15ml in high flow. The force visualization features used included dashboard, graph, vector and visitag. Visitag setttings were: 3mm, 3 secs, 25@3gms tag index was used prospectively as color option. No other visitag filters were used. The max wattage used was 25 watts for right coronary cusp. No biosense webster product malfunctions nor error messages were reported.